Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the ok keypad symbol was worn but the keypad was fully intact. All of the keypad buttons responded appropriately. Evaluation revealed that there was contamination under the up, down and ok key contacts. Unrelated to the complaint, evaluation revealed a scratched display screen, which has no effect on insulin delivery function. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that there was contamination under the up, down and ok key contacts. This report is made based on results of investigation completed on (B)(4) 2012.